Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: functional / damage. Visual inspection: si polyaxial screw 6 x 45mm (part# 179712645, lot# 262631, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the surface of the head part of the polyaxial screw shows few scratches. Rest of the device looks good without any damage. Device failure/ defect was identified. Functional test: the received polyaxial screw (179712645/ 262631) was assembled with rod (179772075/ tbdft7tr) and setscrew (179702000/ 261035) with no issues. The assembly construct was tight as intended. The complaint can not be replicated with the returned devices. Document/ specification review: no design issues or discrepancies were noted during the investigation. Complaint was not confirmed. Investigation conclusion: the complaint cannot be confirmed for si polyaxial screw 6 x 45mm (part# 179712645, lot# 262631) as no damage or functional defect was evident with the returned device. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the DHR of product code: 179712645, lot : 262631 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 21.11.2019 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint cannot be confirmed for si polyaxl screw 6 x 45mm (part# 179712645, lot# 262631) as no damage or functional defect was evident with the returned device. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = the DHR of product code: 179712645 lot : 262631. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 21.11.2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the set screw from the right l4 screw ¿popped-off¿ during an unknown procedure. Revision surgery was required. The surgeon removed the remaining two set screws at l5/s1, rod, and l4 screw. No further information was provided. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). Unknown rods (part # unknown, lot # unknown, quantity unknown), this report is for one (1) expedium spine system si polyaxial screw 5.5 x 6 x 45mm. This is report 2 of 5 for (B)(4).